Manufacturer narrative:
(B)(4). Although requested, the serial number for the ventilator was not provided. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator would not start operation. The ventilator was not in use on a patient at the time the event occurred.